Manufacturer narrative:
Concomitant medical products: product ID: 8711, lot#: j0058149r, implanted: (B)(6) 2001, explanted: (B)(6) 2019, product type: catheter. Product ID: neu_unknown_cath, serial#: unknown, product type: catheter. Other relevant device(s) are: product ID: 8711, serial/lot #: (B)(4), ubd: 08-jan-2003, UDI#: (B)(4). The pump was returned, and analysis found no anomaly. The catheter (lot number: j0058149r) was returned, and analysis found a user related hole in the catheter body. The catheter (unknown serial number) was returned, and analysis found dried blood, drug, or foreign material occlusion in the catheter body. Interrogation of the device determined it was used to infuse saline. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer¿s representative regarding a patient with an implantable intrathecal pump. The pump and catheter were returned to the manufacturer without a complaint. No patient symptoms or complications were reported as a result of this event. No further complications were reported/anticipated.